Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Mc1vr01-delsys. Expiration date: 28-sep-2020, serial#: (B)(4), UDI#: (B)(4). No dev rtn to MFR? No. Mfg date: 30-apr-2019. Patient code(s): (B)(4), device code(s): (B)(4), FDA results method code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) dislodged during tether removal. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.